Event description:
It was reported that the lens was damaged (haptic was bent) during insertion into the eye. The surgeon enlarged the incision to remove the damaged lens and a suture was placed. According to the surgeon, the prognosis of the pt is good. The lens that was used during this event is reported under 1119279-2012-00093.

Manufacturer narrative:
The lot number has not been provided therefore a lot history review could not be performed. The event investigation is underway.